Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: it was reported that the patient's leads were explanted on an unknown date for an unknown reason. No further information is available.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete product information. Further information was requested but not received. The UDI could not be provided because this device was manufactured prior to being assigned a UDI number.

Manufacturer narrative:
Correction section b5: the related manufacturer report number should have been 1627487-2024-00189 rather than blank.